Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) tip of a cartridge was found to be cracked. This caused the lens to emerge from the crack rather than the intended tip. The lens had not been implanted; the tip of the cartridge was in contact with the patient's operative eye. No adverse effects was reported. Through follow up it was learned that they there was no patient injury, and no medical or surgical intervention was required. The surgery was completed using a back lens and there were no issues. No other information was provided.